Manufacturer narrative:
Submission date of this report: 03/30/2007.

Event description:
The complainant reported an under-delivery of a feeding for a patient using the patrol pump (list #52036),. The patient has no condition associated with the potential for hypoglycemia; no other patient information was provided. It was reported that 1000ml of feeding was hung to be delivered over 11 hours at 90ml/hr; but it was reported that sometimes up to 200-300ml are left in the feeding container at the end of the 11 hours which was determined by visual assessment of the amount left in the feeding container. There was no report of serious injury or illness associated with the complaint.